Event description:
It was reported via repair work order that the foot right calf support was damaged. No patient was effected and no adverse consequence or clinically relevant delay in treatment was reported.